Manufacturer narrative:
This is being submitted in response to FDA mw report mw5061498. This lot is expired at the time of this report. This report is being prepared and submitted by the manufacturer in response to the medwatch report noted above.

Event description:
An origen 15 french dual lumen catheter lot m17983 was used for extra corporeal membrane oxygenation support. As the run continued, the patient decompressed and the decision was made to change from the 15 french cannula to a different type of ECMO. At the time the cannula was removed it was noted to have a significant kink in the cannula not visible from the skin. This kink limited our flows and led to the compensation of the patient.